Event description:
It was reported the rf (radio frequency) head is broken. The rf head was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head has intermittent telemetry and failed all uplink amplitude functional tests; rf head cable found out of electrical specification. Analysis also found the rf head label is delaminated (rubber portion of rf head label missing). (B)(4).